Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this pacemaker was explanted for normal battery depletion. However, the patient stated that the device had been programmed to 70ppm and had decreased to 50ppm for 2-3 days prior to explant.